Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the diagonal branch. Two synergy ii stents were advanced through a 6fr system. The first synergy ii stent was passed into the left anterior descending artery (lad). A 2.50 x 28 synergy ii drug-eluting stent was selected for use and advanced to treat the diagonal lesion; however, the stent was caught in the peak of the aortic arch in the guide catheter. The wire positioned in the lad was removed and the 2.50 x 28 synergy ii stent was advanced up to the left main coronary artery when the physician noticed a dark density as if the stent had been moved forward. The 2.50 x 28 synergy ii stent was pulled back but the stent was caught in the guide catheter and came off of the delivery balloon. A 1.5mm balloon catheter was inserted into the dislodged stent and was inflated in the guide catheter. All devices were removed and the procedure was completed with a new synergy ii stent. No patient complications were reported and the patient's status was fine.